Event description:
A customer reported experiencing a cartridge alarm 20 issue, which resulted in a blood glucose level of 525mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support decided to replace the customer's pump and sent a replacement with updated software. The customer was advised on necessary steps, including using the current pump until the new one arrived, and instructed to return the problematic pump to tandem.